Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The evaluation findings included multiple black dots on the device due to image guide bundle/fiber broken and discoloration in bending tube. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer returned the device for repair of a broken insertion guide bundle and discolored connecting tube. During inspection, the olympus service center identified the forceps channel was shaved and this is a reportable event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to endo therapy accessories or a metal part of the cleaning brush interfering with the biopsy port during insertion/withdrawal. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Phone number provided for contact is (B)(6).